Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent failures with the non-tandem infusion set. Reportedly, the non-tandem cannula would kink upon insertion, or the infusion site would fall off earlier than expected. It was reported that the events caused the customer to experience elevated blood glucose (bg) levels ranging from 400-450 (mg/dl). The customer delivered a correction bolus to address the bg level. Although multiple attempts were made by tandem technical support to obtain additional information (including infusion set information); no additional information regarding this event was provided.